Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient to the emergency room experiencing inappropriate shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of supraventricular tachycardia. The physician provided anti-arrhythmic medication. The patient was in stable condition and will continue to be monitored.